Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00280. It was reported the recharging time for the patient's ipg has increased from one hour to four hours. In addition, the patient reported experiencing uncomfortable warmth at the ipg pocket when recharging. To minimize the discomfort, the patient reportedly recharges in increments. A low-energy charging system has been shipped to the patient.

Manufacturer narrative:
This device model is associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.